Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultramini meter reverting to the setup mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, at 9am. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. After the start of the alleged issue, the patient claims she felt symptoms of cold sweat and nausea. The patient took food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the patient confirmed the alleged issue occurred after removing/ replacing the battery. The cca walked the patient through the setup options to resolve the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.